Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the pacemaker found ventricular oversensing resulting in pacing inhibition. Programming changes were made to resolve the oversensing. No patient consequences was reported.